Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found insufficient information. The site reported issues with the microscope interfacing with the stealth. The issue occurred outside the surgery. The microscope was connected and showing connection but was unable to track. Analysis of the software 9735585 stealthstation cranial (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since the behavior cannot be replicated. This case may be re-opened if additional information is received. Product event summary # s7 microscope lost connection. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site was testing their microscope with the navigation system and the microscope lost communication in the navigate task. No patient present.